Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. Product ID: 3387s, product type: lead.

Event description:
A manufacturer representative (rep) reported they had a previous situation with shorts on the leads where manufacturer analysis indicated it was due to fhc depth stop. There were no patient symptoms related to this event. The patient information and indication for implant is unknown.